Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade unknown.

Event description:
Left-side mastopexy and patient desires size increase.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra reviewed the revision operative report and no claims of a capsular contracture was found and instead the indication for the procedure was for an interest in improving her breast shape. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case-(B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional. No additional observations. Additional revision operative report states mastopexy and interested in improving her breast. The implant was completely intact and the pocket was completely normal. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.